Manufacturer narrative:
(B)(4): evaluation results: (bleed).

Event description:
One endeavor sprint over the wire drug eluting stent was implanted at the mid rca. Approximately 2.5 months following index procedure patient was hospitalized due to anemia, dehydration, hypotension and hemoccult stools. A gastic ulcer bleed is reported to have occurred on the same day. Cauterization of the gastic ulcer was carried out 2 days later. Investigator indicated that event was not related to the study device. It is reported that the patient recovered with treatment.